Manufacturer narrative:
510(k) number: k142688. Imdrf g code is g07001 - part/component/sub-assembly term not applicable. Device evaluation: (B)(4) unit of lot c1406273 of echo-hd-19-c involved in this complaint was returned for evaluation, with the original packaging under MDR ref #3001845648-2021-00007. It should be noted that this file is related to another two complaint files. Clarification was requested from cirl engineering as follows; ¿looking for your input in relation to a new complaint (MDR ref #3001845648-2021-00007). The actual complaint relates to an issue where the needle was bent at the first attempt when the lesion was punctured. According to information provided, this device was used during procedure on the (B)(6) 2020. Upon review of the sample label attached to the work order ((B)(4)), the expiry date of the device is confirmed to be 3rd oct 2020. This confirms that the complaint device was used after its expiry date. Would you be able to determine/assess the impact on the functionality of using this device outside of its expiry date? Is it possible that it would have contributed to the needle bent failure?¿ reply was received as follows; ¿the out of date situation would not have impacted the performance of the needle¿ as a result this complaint was opened for ¿use of an expired device' the device related to this occurrence underwent a laboratory evaluation on 17 dec 2020 and a re-evaluation on the 22 dec 2020 and the 12 feb 2021. The following was noted after the first and second lab evaluations on 17 dec and 22 dec 2020; unable to advance or retract needle from device. A proximal kink below the sheath extender was observed. Clarification was requested after the second lab evaluation as follows; ¿first question- it was not possible to retract the needle handle to position 0 and it was also not possible to remove the needle from the device to examine for kinks/breaks (see photos below). There seems like a strong resistance against the needle handle when trying to retract it fully to position 0. It would only retract to position 1. Can you please ask what was the sequence of events that may have led to the above issues? Second question- the complaint description would seem to indicate a distal kink but from the lab evaluation no kink seemed to be present (see 1st photo ). However a kink below the sheath extender was observed (see 2nd photo ). Can you please clarify if the ¿needle bent at the first attempt¿ in the complaint description is for a distal kink/bend or for the kink below the sheath extender which was observed in the lab evaluation? If it is not for the kink below the sheath extender then can you please check if this kink was observed prior to shipping the device back to cook ireland?. To date no reply has been received. If a reply is received in the future then the file will be updated accordingly. The following was noted after the lab evaluation on 12 feb 2021; a slight kink was observed on the distal end of the needle. A proximal kink below the sheath extender was observed. The needle was advanced with a lot of difficulty and a lot of dried blood was observed on the distal end of the needle. It is noted that during the first two lab evaluations the needle was unable to be advanced and retracted fully. This difficulty with advancing and retracting the needle is likely due to a combination of the distal kink and also the biological matter which was observed on the needle after advancement. An additional file was opened in relation to the proximal kink as it could not be linked to the complaint issue. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-19-c of lot number c1406273 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1406273. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "if an abnormality is detected that would prohibit proper working condition, do not use" and "use of this device restricted to a trained healthcare professional". The package label containing the expiry date should be referenced. There is evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). This will be investigated under this file (B)(4). A definitive root cause can be attributed to user error as echo devices should not be used beyond the date specified on the product label, therefore the user did not follow the instructions for use. The customer complaint can be confirmed as the device was used after its expiry date. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
The investigation was concluded on the (B)(6) 2021, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
510(k) number: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Engineering confirmed that the out of date situation would not have impacted the performance of the needle. Expiration date of echo-hd-19-c lot c1406273 was 03-oct-2020, the date of event was (B)(6) 2020. This file is capturing the use of an expired device.